Manufacturer narrative:
Upon receiving additional information of the reported event, it was determined to be not reportable. The initial report should be voided. The patient received a patella resurfacing needed from disease progression, in which zimmer biomet does not have any devices that are meant to cure and/or prevent progression of pre-existing patient diseases.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D10: item# unk poly; lot# unknown. G2: foreign: event occurred in (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a knee revision approximately thirteen (13) years post-implantation due to patella resurfacing. It was also noted that the surgeon decided to change the poly intra-op although there are no allegations against that device. Attempts have been made and no further information has been provided.